Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was beeping during the night. No error code was displayed and the patient turned off the pump. No patient injury reported.

Manufacturer narrative:
Other text: the product's history records were reviewed and there were no service-related issues that would have resulted in the reported complaint., corrected data: h6, h10.

Manufacturer narrative:
Evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The most probable cause of a device beeping is the dso sensor. If the product is returned, the manufacturer will reopen this complaint for further investigation.